Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 492 mg/dl. The customer also stated they did not receive any alarms from their insulin pump. Customer had treated their blood glucose with the insulin pump. It was also found the customer was frequently urinating due to their high blood glucose. Troubleshooting found insulin was able to exit from the tubing. It was also found the customer did not have a bent cannula after removing their infusion set. Troubleshooting could not be completed as the customer did not have a tubing clamp. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer was advised to call back to finish troubleshooting. The customer's blood glucose was 297 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.